Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was undesirable stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported the cause of the stabbing sensation was not determined but reprogramming resolved the issue. The patient reported on (B)(6) 2017 that reprogramming improved her coverage and she felt the device was currently working well. The event resolved without sequelae.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. A clinical diagnosis of a stabbing sensation was reported. A device diagnosis was not applicable. On (B)(6) 2017, the patient reported experiencing a stabbing sensation into the left hip from the ins. The event was related to the device or therapy, specifically due to programming. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016. The event was not related to the implant procedure. The event resulted in an unscheduled clinic or office visit and the entire system was reprogrammed on (B)(6) 2017. The event was ongoing. No further patient complication was reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.